Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the chordal damage during grasping. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, grasping was difficult. The clip was not implanted and the cds was removed . No further clips were attempted and the mr remained at 4. A second procedure was performed on (B)(6) 2018, where chordal damage was noted which occurred during the first procedure. Two clips were implanted, reducing the mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: age at time of event. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that patient morphology and/or procedural conditions resulted in the reported failure to grasp the leaflets, thus resulting in the reported tissue damage. The reported patient effect of mitral valve injury/tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.